Event description:
It was reported that the patient underwent an invasive surgical procedure due to a minor fracture of the femur. No revision was reported.

Manufacturer narrative:
Additional info: b5, d6, d10, h2, h3, h6, h10.results of investigation: it was reported that the patient underwent an invasive surgical procedure due to a minor fracture of femur. The affected synergy porous stem, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that one pre-op and one post implant x-ray have been provided which show a stem subsidence and femoral fracture at the lesser trochanter. The provided operative report detailed the procedure without abnormal findings. Per communications, two days post-implantation, this patient sustained an injury. Two post-invasive surgery x-rays show a reduced fracture with cerclage wires. As a result, this patient had a prolonged hospitalization. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. The cause of fracture was probably due to the patient injury as stated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient underwent an invasive surgical procedure due to a minor fracture of femur.